Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles medication was unable to be delivered and it was difficult to use. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the needle clogged and bent at the patient end during the injection. Also, the patient had to use pressure to depress the pen.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles medication was unable to be delivered and it was difficult to use. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that the needle clogged and bent at the patient end during the injection. Also, the patient had to use pressure to depress the pen.